Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The unit was able to engage in monitoring on ac and dc power. Both audible and visual alarms were able to provide an error message when parameters were breached. The device failed the visual inspection due to a worn power button. The blister button provided intermittent functioning when pressed. The failure was isolated to the keypad specifically the power button being mechanically worn and damaged. This caused the unit to power off or on with little of no direct pressure applied. A service history record review found this unit has been in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported: "unit randomly turns on and off." No patient impact or consequences were reported.